Manufacturer narrative:
Trackwise#: (B)(4). Updated sections: b4, d10, g4, g7, h2, h3, h6, h10. The device was returned to the factory for evaluation on 05/19/2023. An investigation was conducted on 05/23/2023. A visual inspection was conducted. Signs of clinical use and slight evidence of blood was observed on the heater wire. The heater wire was observed to be slightly flexed at the center of the hot jaw but remained attached at the base and tip of the hot jaw due to normal clinical use. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with the reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. The resistance value was measured at .67 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. The displayed temperature decreased once the toggle swivel was released. Based on the results of the evaluation "electrical /electronic property problem" was not confirmed. The lot # 3000300042 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure using vasoview hemopro 2. The removal instrument from the vasoview hemopro2 no longer received electricity in the jaws of an erah after a short period of use and could therefore no longer be used. A possible defect in the extension and adapter cables was also tested and replaced, but this did not change anything and was not the cause of the defect. The problem with the extraction system persisted. Also, after a possible overheating of the extraction device and waiting for the cooling time, it was tried again, but there was no power or not in the front and middle branch area. It was not a cause of overheating with the device. This error possibility has been checked by the user and is also known to him. A new hemopro 2 set was then opened and the collection system used and the error no longer occurred. The op / erah could be ended in this way. Everything worked again. There was a delay. It took about 10-15 minutes before they could treat the side branches again. Damage to the patient was avoided. They stopped cutting the branches because they didn't notice any coagulation.

Manufacturer narrative:
Trackwise ID (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.